Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were harder to press or non-responsive. Insulin pump had rejected new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch .no button error alarm during testing. No unlocked j2/lcd keypad connector. Unit received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. (B)(4).